Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Additional information: breakdown of the 4 events of is as follows: haptic damaged 3, haptic detached 1. Serial numbers of suspect products: (B)(4). All investigation was completed from the period. Out of 4 investigations, 1 had lens cut. 1 had haptic damaged and 2 products were not returned. In the investigation it was concluded that products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.